Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on (B)(6) 2009, patient was implanted with rhbmp-2. Initial diagnosis: acdf for treatment of degenerative disc disease. Implant level (s): c5-c6,c6-c7 procedure: anterior cervical discectomy and fusion (acdf)- extrapharyngeal anterolateral approach c26726 on (B)(6) 2009 the patient reported sinus infection (drainage and cough). On (B)(6) 2009, the patient reported discomfort in back of neck. On (B)(6) 2009- swelling at surgical incision site. On (B)(6) 2010- shoulder pain (bursitis).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.